Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection identified a damaged power cord. The power cord was replaced to correct the issue. The pump passed all testing and was returned in good working order. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
During on-site service, a baxter service technician found that the flogard infusion pump had a damaged power cord. This malfunction was identified during evaluation; therefore there was no patient involvement. Additional information is not available.